Manufacturer narrative:
An open sample was received the reported product codes, and a complete inspection was performed no issues were found. In addition the blade was assembled with a laryngoscope and it turned on properly. Therefore the reported issue cannot be confirmed. No corrective actions will be implemented.

Manufacturer narrative:
Vyaire has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported that the end user "found it was hard to him to get a clear view due to reflections. The baby was hypoxic, needed intubation, the user found it hard to get a clear view due to reflections. When the specialist nurse intubated the baby the nurse had the appearance of inappropriate light during the intubation procedure. It was an event where the intubation was seen as very important to secure the airway. A cardiac arrest on a child in (B)(6), likely caused by aspiration with probable floating tube feed in the airways. Respiratory protection was conducted with leaders and intubation without transparency, with good results. The task was solved on alternative adequately. The nurse used a boogie leader to insert the et-tube. During the ambulance transport to hospital the baby had a regular ECG heartbeat rhythm".